Manufacturer narrative:
No unexpected compromised force sensor system alarms noted during testing. The insulin pump passed displacement test and rewind test. Motor error alarmed during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer also reported insulin was squirting out during the fill tubing process. Customer's blood glucose was over 200 mg/dl. Troubleshooting found the customer's drive support cap was protruded and loose. Customer stated they pressed the cap back in before calling to report the issue. The customer stated they have dropped the insulin pump in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.